Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patients healthcare provider reporting that the patient was experiencing worsening lumbar pain and posterior lumbar discharge found to have air collection near baclofen pump catheter on magnetic resonance imaging (MRI). The cause of the leaking was determined to be the air collection near baclofen pump catheter. The steps taken to resolve the issue was that the pump was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the hcp called for magnetic resonance imaging (MRI) guidelines and mentioned they thought the pump may be "leaking" and wondered if the patient could still have an MRI. Technical services reviewed MRI guidelines wouldn't be different even if they were suspecting an issue with the pump.